Event description:
It was reported that the needle had difficulty being extended. A radio frequency ablation procedure was being performed on a tumor for a patient with liver cancer. The leveen superslim was being used for this procedure. When the needle was in position it was attempted to be unfolded. It was reported that the device handle was too tight to be used and it could not be completely unfolded. The procedure was completed with another of the same device. There were no patient complications that were reported.

Event description:
It was reported that the needle had difficulty being extended. A radio frequency ablation procedure was being performed on a tumor for a patient with liver cancer. The leveen superslim was being used for this procedure. When the needle was in position it was attempted to be unfolded. It was reported that the device handle was too tight to be used and it could not be completely unfolded. The procedure was completed with another of the same device. There were no patient complications that were reported.

Manufacturer narrative:
Visual inspection. One rf probes was returned for analysis. The electrode and the coaccess cannula introducer were returned for analysis. No visual damages defects were observed on the electrode, handle, functional inspection. A functional evaluation extended and retracted the tines without resistance. The tines were evenly spaced and undamaged.